Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll at this time.

Event description:
Complainant alleged that during functional testing, the device failed for high impedance. Complainant did not indicate that there was any patient involvement in the reported malfunction.